Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, infection (unknown onset), hematoma, and "incision opened". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d1, d2a, d2b, d4, d9, g4, h3, h4, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is not related to the manufacturing process. Hematoma: unable to observe as it is not related to the manufacturing process. Infection (late onset): unable to observe as it is not related to the manufacturing process. Wound dehiscence: unable to observe as it is not related to the manufacturing process. As per the investigation procedure creases and deformation were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required. Further investigation: with the information collected during the investigation, there is enough evidence to support that units involved in this work order were manufactured under controlled conditions in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents related to the reported event. Seal strength was successfully completed and results were acceptable. Environmental monitoring results were found to be acceptable, and they confirmed that there was not an adverse impact on environmental conditions, device quality or performance. The sterilization run (B)(6) is not related to any additional complaint infection record reported as of today. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with infection will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Given the fact that the cause of the infection cannot be specifically associated with the manufacturing process, and there is not an adverse trend for this type of event, and no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint, no corrective action is deemed necessary at this time.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, infection, hematoma, and "incision opened". The device has been explanted.

Manufacturer narrative:
The events of capsular contracture and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, infection (unspecified), wound dehiscence, and hematoma.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, infection (unknown onset), hematoma, and "incision opened". Device has been explanted.